Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outcomes of left bundle branch area pacing compared to his bundle pacing and right ventricular apical pacing in japanese patients with bradycardia. Journal of arrhythmia. 2024; 40:333¿341. Doi: 10.1002/joa3.12997. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch area pacing (lbbap) compared to his bundle pacing (hbp) and right ventricular apical pacing (rvap) in patients with bradycardia. The authors described patient deaths in all three groups; however, the causes of death were unknown and defined as all-cause. There were also cardiac deaths noted, but those only occurred in the rvap group. There were patients who experienced heart failure hospitalizations with some attributed to pacing induced cardiomyopathy (picm) and some related to threshold elevation/increases, also cardiac effusion associated to the implant procedure occurred. There were leads which required revisions or extractions for unknown reasons. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.